Event description:
This rv lead was implanted on (B)(6) 2008, and remains implanted at this time. Calls were placed to technical services on dates 08/25/2018, 08/27/2018, and 08/28/2018, stating that this lead was exhibiting low shock lead impedance measurements. The physician was dr. (B)(6), at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).